Event description:
It was reported that the patient underwent a right total knee replacement on (B)(6) 2012. The patient was implanted with device bearing lot# mktnjn and lot# mlhd6n. Following this surgery, patient began to experience significant pain and disability in her knee. On (B)(6) 2013 patient underwent procedure to repair the nrg device and bone around the right knee.

Manufacturer narrative:
An event regarding "pain and disability " involving a scorpio nrg knee was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient underwent a right total knee replacement on (B)(6) 2012. The patient was implanted with device bearing lot# mktnjn and lot# mlhd6n. Following this surgery, patient began to experience significant pain and disability in her knee. On (B)(6) 2013 patient underwent procedure to repair the nrg device and bone around the right knee.

Manufacturer narrative:
The following other device was also listed in this report: scorpio nrg x3 ps tibial insert #7 10mm; cat# 82-7-0710; lot# mlhd6n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.